Manufacturer narrative:
Other text: the device was returned to smiths/ICU medical. The pump tube height of samples were out of specifications. The samples were received in used condition; it is possible the pump tube height could have been modified during use or transportation. During functional testing, the samples were fully priming and connected without difficulty. The pump was running, and no alarms were activated. The complaint is not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: the premarket (510k) number, catalog number, and brand name have been updated. (D4) labeled for single use? Was incorrect in the initial report.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir for high dose of dilaudid, a no disposable alarm was noted. It was noted that the patient was without pain medication for several hours until a new cassette was compounded, delivered, connected and therapy was resumed. No further adverse effects were reported.